Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer of olympus, that it was found a pin inside the equipment side connector (resin) of the subject device was broken and had been gone when visiting the user facility. The subject device had been used with an olympus automated endoscope reprocessor model oer-5. It was unknown when the issue had been occurred. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Based on the report of the field service engineer of olympus, omsc determined that the that the cleaning tube of the subject device was used for cleaning and disinfection with the pins of the connector damaged. The cause of the damage of the pin of the connector of the cleaning tube might have occurred due to deterioration of the resin with long-term use. If additional information becomes available, this report will be supplemented.